Event description:
Customer commented on a (B)(6) post noting her iud was removed while she was wearing her cup. Saalt asked her to reach out directly and the customer emailed us on 5/12/2020. She began using her cup in (B)(6) 2019 and that is when her iud was also placed. Her iud was expelled while using the cup in (B)(6) 2019 and she always pinched the base to break the suction prior to removing her cup. Saalt offered a refund or replacement and she declined both offers as she is continuing to use her original cup. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."